Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present and calibration was not performed at least every 12 hours. No additional event or patient information is available. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings. Consequences: missing a severe low or high blood glucose event or making a treatment decision that results in injury. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.